Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr found a defective front panel assembly. The fsr replaced the front panel assembly and completed performance testing. The issue was resolved. The carefusion failure analysis laboratory received the suspect component, a vela front panel assembly, and evaluated the device. An evaluation of the component duplicated the reported issue and isolated the issue to the fluorescent light bulb which connects to the lcd display was burnt out. If additional information becomes available, a follow up report will be submitted.

Event description:
The customer reported that the screen on the ventilator goes black during operation, but the ventilator keeps cycling. The issue is intermittent and occurred while the device was on a patient. There was no patient harm.